Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bilateral laparoscopic inguinal hernia repair, the peritoneum was ripped when the balloon was inserted at the beginning of the procedure. To complete the procedure, another balloon was used. The sales representative reports that the surgeon may not be comfortable using the device and may have not made a large enough incision or pushed the balloon in too aggressively. There was temporary tissue damage but no further injury.